Event description:
It was reported that the procedure was cancelled. The patient underwent percutaneous coronary intervention. Vascular access was obtained via radial artery. The 2.5mm x 14mm, de novo, concentric, target lesion was located in a bend between 45 and 90 degrees in the severely tortuous and mildly calcified left anterior descending artery (lad). Following several dilatations with 2 x 12 mm and 2.5 x 08 mm emerge balloon catheters, a 16 x 2.50 promus elite stent was advanced for treatment. However, the device was unable to cross the marginal tight lesion and the shaft got kinked. The physician had to abort the procedure due to the patient condition. The patient condition as of reporting is stable.